Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The unit was returned to the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require; unit calibrated, fastening material and the translational cable replaced. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the green cable is defective. The procedure could be finished with another holster. No further information is available. No reported patient consequence.